Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5086733) on 30-may-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain ('severe abdominal pain'), cholecystectomy ('gall bladder removed') and kidney infection ('over 6 kidney infections') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient underwent cholecystectomy (seriousness criterion medically significant). On (B)(6) 2014, the patient had essure inserted. In 2018, the patient experienced kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("had migraines"), back pain ("back pain"), feeling abnormal ("brain fog") and fatigue ("severe fatigue") and was found to have hepatic enzyme increased ("high liver enzymes"). The patient was treated with surgery (essure removal on 13-may-2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, cholecystectomy, kidney infection, migraine, back pain, feeling abnormal, fatigue and hepatic enzyme increased outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, cholecystectomy, fatigue, feeling abnormal, hepatic enzyme increased, kidney infection and migraine with essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.